Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shocking impedances greater than 125 ohm when in the triad configuration. Other shock impedance measurements are within normal limits. It was reported that all other lead measurements are within normal limits and there is no noise on the lead. No adverse patient effects have been reported. It was further stated that this crt-d was implanted in the right abdominal region, which is considered off-label. Additional information indicates that the physician plans to continue to monitor this patient, no surgical intervention has been planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.